Manufacturer narrative:
Tech support suggested to the customer to reseat all cable connectors within the unit, or to toggle the swatches. The customer confirmed reseating all of the connections, resolve the issue. No further investigation needed.

Event description:
The customer reported to natus that their neoblue3 was having all amber leds illuminated. Also, when they tapped the side of the unit, it would go all amber. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.